Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported event of inability to interrogate was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of the device showed device is making good communication with the merlin inductive wand. Analysis performed indicated normal device characteristics, and device was successfully interrogated through inductive telemetry throughout the testing. Longevity assessment was performed, and device was found to be in the normal range of operation with appropriate remaining longevity.